Event description:
In 2008, it was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an esophageal strictur procedure, performed one month prior, (patient weight is unknown). According to the complainant, during the procedure, resistence was noticed during balloon inflation, as the device was "very sluggish" to fill with fluid. Consequently the balloon burst at 5 atm. The procedure was successfully completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device could not determine definitively the complaint description. The most likely cause was the balloon came in contact with a sharp exterior source, such as a calcified lesion. The customer's complaint confirmed as operational context.